Event description:
Reporter alleged the patient received a discrepant blood glucose result of 199 mg/dl on the inform system compared back to back with a result less than 20 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.